Manufacturer narrative:
The device was returned following extraction for tricuspid regurgitation. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient with this single chamber implantable cardioverter defibrillator (ICD) had a full system extraction due to tricuspid regurgitation and a need for medical intervention on tricuspid valve repair. The patient was stable.